Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that there was a piece of a broken router stuck in the device during service testing at the manufacturer facility. There was no patient involvement.

Event description:
It was reported that there was a piece of a broken router stuck in the device during service testing at the manufacturer facility. There was no patient involvement.